Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had broken wires and stopped working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.